Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4 failed and device not detected on bus. Preventing meds access. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full height drawer 4 cubie trays a through e were not detected on the bus. A field service engineer (fse) found that recovery prompt did not display when recovery was attempted. Fse powered down the station, opened the back panel, and all drawer connections for drawer 4 were reseated. The station was powered back on, and upon application launch, all failures were cleared and no longer displayed. The customer tested inventory access with successful results. The system functioned as intended after the field service engineer repaired the device.